Manufacturer narrative:
Section d1: brand name corrected. Manufacturer¿s investigation conclusion: the reported event of alarms on the mobile power unit (serial: (B)(6)) was unable to be confirmed. Log files, photos, or videos were not submitted for review. The mpu was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including log files, the alarm type, if there were any patient consequences, if there was an interruption to pump support due to the mpu malfunction, if the mpu had a v-lock connector, if the ac power cord came loose at the wall or the back of the unit, if there were any environmental circumstances affecting ac power, and if the mpu would be returning); however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an affected mobile power unit (mpu). Per the patient, the mpu was noted to be alarming with "flashing lights." Patient was currently using batteries and would need mpu replacement.